Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were confirmed based on review of the submitted log files. Although a specific cause for these events could not be conclusively determined through this evaluation, the account stated that the alarms were caused by hypovolemia. A direct correlation between on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. A review of the submitted log files revealed low flow alarms that appeared associated with elevated pulsatility index (pi). No other notable events or alarms were captured, and the device appeared to be operating as expected at the set speed. An echocardiogram (echo) showed right ventricle had reduced systolic function. Mild continuous aortic valve regurgitation was also noted, with status post mitral valve repair with trace mitral regurgitation and moderate tricuspid valve regurgitation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number, (B)(6). No further events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision b, is currently available. Section 1 of this document lists adverse events, including right heart failure and renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also warns the user that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿, lists hypovolemia as a potential late postimplant complication. Section 6 of the IFU states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, also outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that the patient had severe mitral regurgitation status mitral valve repair (B)(6) 2019 and ring annuloplasty in 2020 (per heart failure initial consult note in (B)(6) 2022). Aortic regurgitation was noted since (B)(6) 2023 echocardiogram (echo). Tricuspid regurgitation was noted on echo (B)(6) 2022. The right heart failure did not exist pre-left ventricular assist device (lvad) implant. Most likely right ventricular dysfunction occurred after lvad implant; prior to implant, there was no mention of right ventricular dysfunction. Most likely tricuspid regurgitation occurred after the lvad implant. Mitral regurgitation was trace, and aortic regurgitation was mild.

Manufacturer narrative:
B5 narrative information no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented with low flow alarms. Echocardiogram showed right ventricle had reduced systolic function. It was also noted mild continuous aortic valve regurgitation, status post mitral valve repair with trace mitral regurgitation and moderate tricuspid valve regurgitation. International normalized ration (inr) was within goal and mean atrial pressure (map) was in the 80s. Log files captured numerous low flow events between (B)(6) 2024 and (B)(6) 2024. The cause of the low flow alarms confirmed to be hypovolemia, which had improved after intravenous (IV) fluid. The patient had no symptoms.